Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s., claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -8.0/+3.0/163 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The surgeon notes excessive vault. Reportedly the lens remains implanted.

Manufacturer narrative:
(B)(4).